Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 60 mg/dl. The customer went to the emergency room (ER) and customers bgs were monitored. The customer left the ER after 4 hours with a bg level of 180 mg/dl. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed.